Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) and multiple non-sustained ventricular tachycardia episodes in which some appear to be oversensing. It was found that the rv lead had dislodged and was sensing atrial fibrillation (af). The patient received one inappropriate shock. The patient was hospitalized and the rv lead was programmed off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.